Event description:
A physio-control service representative observed during the check before first-use at the hospital that the customer's device would not detect the therapy cable. The device would therefore not function in AED mode and would not be able to provide defibrillation therapy in AED mode. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy cable assembly and determined that the cause of the reported failure was due to excess molding in the therapy cable assembly connector. This excess molding kept the connector from fully making contact with the device, which caused the device to not charge and shock defibrillation energy.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The device did not recognize the therapy cable assembly. It would therefore not work in AED mode and would not be able to deliver defibrillation therapy. Physio-control then replaced the therapy cable assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.